Manufacturer narrative:
Button error alarm and no button response due to flattened up button/keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly. No moisture damage electronic assembly. Moisture damage keypad trace.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 187 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.